Manufacturer narrative:
A customer from the united states alleged discrepant results for two patients while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The positive results were initially reported, but were later corrected in the laboratory information systems (lis) for both patients. No harm alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the one of the alleged patient sample was near or below the limit of detection (lod). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Two mdrs will be submitted per FDA guidance. Upon initial testing of the original samples on the liat analyzer sn (B)(4) both tested positive for sars-cov-2. Both samples tested negative for all targets upon retest on a different liat analyzer and on different platforms. The positive results were initially reported, but were later corrected in the laboratory information systems (lis) for both patients. No harm alleged. Please note that patient sample 1 was not recollected for testing and the original sample when retested on another liat and on a different platform tested negative. Patient sample 2 was recollected and tested on a different liat analyzer as well as a different platform and tested negative for all targets. An investigation was conducted which did not identify any product problem. A review of the data revealed that the sample 2 was near or below the limit of detection. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.